Event description:
It was reported that the patient experienced a loss of therapeutic effect. The lead impedance measurements were greater than 4,000 ohms on all of the bipolar pairs. When the device was reprogrammed, the patient experienced a burning sensation at the lead location. The only setting that was tolerable was 3 positive, negative. The patient was at the clinic. Further information is being requested from the hcp.

Manufacturer narrative:
(B) (4).

Manufacturer narrative:
Concomitant products: product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 3031a, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer, patient. Product ID: 3889-28, lot# j0454291v. Implanted: (B)(6) 2005, product type: lead. (B)(4).

Event description:
The patient's sister later reported that the second ins something was wrong with the line where the power came out of the battery pack. Symptoms reported was got blockage and had ins (stimulator) take out so could get MRI. The patient was in hospital 39 days before got the ins taken out. The second device line of power coming out of battery pack issue event date was notes as within 6-7 months. This information does not match the implant dates of the devices in the manufacturer system. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation.

Event description:
The patient's sister reported that her sister had gastric bypass done. She went from 245 to 145 pounds. Patient switched to a smaller device. There was no symptoms reported. Event date was (B)(6)-2010.